Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluation found the reduction guide was "releaved" incorrectly at the bottom, near the end of the area to be reduced, resulting in the fracture.

Event description:
It was reported that a surgiguide broke while the doctor was trying to place guide, after reflecting the tissue. The surgery was aborted and a second surgery is needed.